Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-375-20 the pipeline flex with shield technology device will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical study that site reported, during embolization guidewire was used to open pipeline flex with shield device because pipeline failed to open. The patient underwent embolization treatment for a medium right fusiform aneurysm located in middle cerebral artery in bifurcation branch. Measuring 17mmx9mm17mmx3mm, parent artery diameter distal 2.6mm and proximal 3mm. End of the procedure no stasis. Three days post procedure, patient discharge home with self-care.